Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the up, down, and the ok buttons are not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 11/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:the complaint could not be duplicated or confirmed on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was no evidence of keypad contamination under the key contacts. Evaluation revealed evidence of moisture and corrosion on the internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.